Manufacturer narrative:
(B)(4). (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Date of implant surgery (B)(6) 2015. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery of a male patient, 78 kg, born on (B)(6) 2000 the drill bit broke. The broken off tip of the drill bit could not be removed from the finger. Patient was send home with drill tip still in finger. No harm to patient, drill tip is not in the way of anything. So no harm to patient except that drill tip will be in the patient for life. The surgery was not prolonged. No harm to the patient, the piece of drill bit is inside the bone where it does no harm. This report is 1 of 1 for (B)(4).